Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. It was additionally observed that the device would no longer power on. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had suddenly started to smoke during product training. Subsequently a bang was heard and plastic parts had separated from the device. The housing of the device had become hot. There was no patient use associated with the reported event.

Manufacturer narrative:
Through additional investigation, physio-control has determined that the non-rechargeable charge-pak that was installed in the device had likely vented due to an electrical short within the device itself which did not block fault currents from attempting to recharge the non-rechargeable charge-pak cells. If a condition such as an electrical short occurs within the circuit, the energy from the device¿s internal rechargeable hybrid layer capacitor (hlc) batteries can feed back into the non-rechargeable charge-pak cells causing it to vent into the device.

Event description:
The customer contacted physio-control to report that their device had suddenly started to smoke during product training. Subsequently a bang was heard and plastic parts had separated from the device. The housing of the device had become hot. There was no patient use associated with the reported event.